Manufacturer narrative:
Block b3: exact date unknown, event occurred one month after the date of implant.

Event description:
It was reported that the patient experienced difficulty in charging the implantable pulse generator (ipg) due to placement of the ipg. The patient underwent a procedure wherein the ipg was repositioned and remained implanted. The patient was doing well postoperatively.